Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly on the interface board however, after reconnecting the battery tube connector the insulin pump was able to complete self-test, unexpected restart test and all operating current measurement were normal. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to blank display. No damage inside the insulin pump was noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.